Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was unable to verify their instruments. The instrument tracked was green when in the field-of-view (fov) of the flat emitter. The patient tracker was also green. After possibly removing something, the forehead was able to register but that was it. The closer they got to the nasal on the skin of the patient (not inside of the nasal cavity), the instrument would go red. Technical services (ts) asked what the geometry error was and site stated that they were at 2.7 when they were on the skin. Ts found that value to be high. When ts attempted to duplicate it on a head model, ts was at about 0.91or less. Only when a fist and half above the demo head would ts get a 2.7 geometry error. Ts would like the rep to perform a system checkout and check the site's instruments and flat emitter. There was a surgical delay of less than 1 hr. There was no impact on patient outcome. Additional information was received. It was reported that a manufacturer representative (rep) visited the site to perform troubleshooting. There were 2 different trays of instruments at the site. It was found that straight suctions and straight probes still did not verify. It was noted that geometry error improved when the instruments were more parallel to the flat emitter. The rep confirmed registration probe verified and could register model head. The rep also confirmed ports on the breakout box (bob) were green by connecting instruments to different ports. It was noted that troubleshooting was done with new patient and instrument trackers and that it was confirmed there was no metal interference.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.